Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. Upon investigation the monitor was unable to power on properly. The cause for the failure was isolated to corrosion inside of the monitor. Contamination was evident on the jtag table board which was thermally damaged. Contamination was found on connectors j502 and j101 on the computer/analog pca. In addition, f600 was shorted and u604 was thermally damaged with shorted power supplies. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.